Manufacturer narrative:
Evaluation summary: all batches were released according to the required specifications and all initial testing results were within specification. No product returned for evaluation. As no sample was returned, a conclusive root cause could not be determined. A potential root cause of the adverse event related complaint include a solution quality issue, but this is unlikely; chemistry and microbiology data must met requirements prior to release of product. Additional information has been requested but not received to date. (B)(4)

Event description:
A pharmacist reported through competent authority that a patient experience postoperative corneal edema with descemet membrane folds in the right eye (od) one day after surgery. The patient wore an eye shield. A follow up was performed on the patient on (B)(6) 2016. Additional information was requested but not received to date. This is one of four reports being filed for the same facility. This report is for the patient whose event occurred on (B)(6) 2014.